Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that after inserting the needle and dilator in the operating room, the user found that the guide wire was shorter than the length of the catheter. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The returned sample was found to be kinked.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned on guide wire and a single lumen catheter. The guide wire was inserted through the catheter and protruded from both ends. Both devices were measured and found to be within dimensional specifications. The guide wire was 20 cm longer than the catheter. However, the guide wire was observed to have one kink at 4 cm from the j-tip at the distal end. The wire was intact. A pin gauge was inserted through the catheter and passed without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Operational context caused or contributed to the kinking. The reported issue could not be confirmed. No further action will be taken.